Manufacturer narrative:
Investigation results: since the batch number involved in this complaint ((B)(4)) has expired (the batch was produced through manual cementing in april 2018 with a shelf life of three years), no investigation summary was conducted.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the patient was given an indwelling intravenous infusion. During the puncture, it is found that the indwelling needle separates from the socket on its own. Causes puncture failure. Replace the indwelling needle immediately for indwelling.